Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient experienced discomfort with the peripheral scs system due to a significant amount of weight loss. As a result, surgical intervention was undertaken at an unknown date wherein the peripheral scs system was explanted to address the issue.

Manufacturer narrative:
Correction: d4 - additional device information - the UDI number was inadvertently omitted from the initial report. During processing of this incident, attempts were made to obtain complete event information. A patient experiencing discomfort at the ipg site was reported to abbott. The patient¿s ipg was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.